Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with alert for charge time limit via merlin.net. Transmission. Multiple episodes of vt/vf were also noted. Review of the episodes confirmed charge timeout. The hv charge was initiated by a vf therapy request. Vf episodes revealed presence of atrial undersensing caused by atrial events falling into pvab. Bringing patient in clinic for further evaluation was suggested. No further information is available at this moment.